Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was hypoglycemic and lost consciousness. The patient remembered at some point the bg fingerstick value was ¿two something.¿ after regaining consciousness she self-treated by eating 4 lollies to stabilize her bg level, and there was no medical intervention. The event occurred 4 days after sensor insertion in the thigh. On the day of the event the patient had also taken 1000 milligrams of acetaminophen (3 times per day every 6 hours). Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.